Event description:
It was reported that on (B)(6) 2021 a revision surgery took place to perform a removal revision total knee fusion. The current state of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed the clinical/medical team concluded, per complaint details, a right tka revision total-to-knee-fusion was performed on the right knee approximately 10 years post implantation after multiple complications/revisions/interventions. It was communicated that the requested medical documentation would not be provided. S+n has not received adequate documentation to fully evaluate the root cause of the reported event; however, per the anz product complaint report, the patient has experienced chronic right knee complications over the past decade and required removal of legion revision trk components and replacement with an antibiotic cement knee fusion with tibial nail. The patient impact beyond the reported chronic unspecified complications/infection and revision/conversion-to-fusion with tibial nail could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.